Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Additionally the pump date and time were incorrect. Reportedly, the customer corrected the time to resolve the issue. Customer¿s blood glucose level was 113mg/dl.